Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee floor system. During an acute procedure, the operator was unable to move the table in the longitudinal direction, resulting in a delay in treatment. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause of this event was determined to be a defective tilt sensor in combination with an incorrect user setup with regard to the table control module has been identified. If the tilt sensor is defective, the table might erroneously recognize a tilt. If the table is tilted, the table switches from "floating tabletop" mode which allows manual panning to "drive assist" mode where the longitudinal movement is motorized. In the present case the customer keeps the table control module (tcm) on the left side of the table. Normally it shall be mounted on the right side of the table. Thus, the position indication is for the foot end instead of the head end. In such case it might be difficult to move the table longitudinally in "drive assist" mode because the indicated tcm plane might differ from the actual table plane. No systematic system failure with regard to the tilt sensor has been identified. No corrective action in planned based on this event.